Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked out of the cassette inside the cycler door. The patient reset the cycler and resumed the treatment but fluid continued leaking out from the cassette inside the cycler door. The patient was advised to contact the pd nurse regarding the fluid leak and how to complete treatment. No additional information was provided.